Event description:
The customer reported to have replaced the graphical user interface (gui) pcb due to display problems. Covidien customer support engineer (cse) loaded the software only. The ventilator passed all testing.